Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: unable to contact customer at call back on 01/09/2017. At call back on (B)(6) 2017, the customer stated her condition had slightly improved. The customer stated she currently had a dull headache and blurry vision. The customer stated she had performed a fasting blood test with the truemetrix air meter and received a result of 124 mg/dl. At call back on (B)(6) 2017, the customer stated her condition had improved and she did not currently have any diabetic symptoms. The customer stated she had gone to the doctor on (B)(6) 2017 but it was for a regular checkup and not related to her diabetes.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 279, 149 and 160 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. During the call on (B)(6) 2017, the customer stated she was having blurred vision and dizziness. The customer stated she wanted to continue the call and did not need medical attention. During the call a back to back blood test was performed by the customer fasting and produced test results of 244 mg/dl and 209 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/18/2018 and open vial date is month of (B)(6) 2016. Customer stated she takes her blood test fasting. Customer stated she controls her diabetes with diet and has not had any changes in her diet. The meter memory was reviewed for previous test result history (time not set): 279mg/dl (B)(6) 2017 06:31 pm fasting: yes; 120mg/dl (B)(6) 2017 12:07 pm fasting: yes; 125mg/dl (B)(6) 2017 07:30 pm fasting: yes; 149mg/dl (B)(6) 2017 08:04 pm fasting: yes; 160mg/dl (B)(6) 2017 06:52 pm fasting: yes. Memory concerns: the customer is concerned with the 5 results provided in the meter's memory